Event description:
Lot # 7064877 bd ultra fine pen needles too short, should be 5mm or 3/16, is actually 3.5 approx 4 mm in length. I attempted to use them anyway, but insulin leaked in back of pen. Probably was not deep enough, received another box from pharmacy lot # 7228082 with same problem. This raises qa questions.